Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located one similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system got error failed to initialize. A field service engineer replaced the hard drive, configured and ran full data synchronization the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es pases was not rebooting and required repair due to a system error indicating a failure to initialize. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.